Event description:
Information received indicates the stretcher still rolls after the brake pedal is put into brake.

Manufacturer narrative:
The technician replaced both head and foot end hex rods and adjusted the casters to repair the stretcher.